Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare was opened but it was unable to close. The wire inside the handle was noted to be detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula has detached. Evidence from the handle assembly process was found on the handle cannula. Functional inspection was not performed due to the condition of the device. The complaint that the handle cannula detached from the handle was confirmed. The most probable root cause for this event could not be determined. There is an investigation in place to address handle cannula detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare was opened but it was unable to close. The wire inside the handle was noted to be detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.